Manufacturer narrative:
A member of the cynosure lutronic clinical team made contact with the provider site and confirmed that the treatment parameters used were within the recommended clinical range and the ICD can was reported to be 60% full. No patient injury was confirmed. At this time, it is unknown what contributed to the reported malfunction. The investigation to identify root cause to determine if a true device malfunction occurred is still ongoing. A final MDR will be submitted once further investigation has been completed. Since a reported malfunction occurred and there is potential serious injury, we are reporting this as an initial MDR.

Event description:
It was reported that during leg vessel treatment after approximately 15 pulses, loud pop was heard and black soot was seen on the patient's skin. The soot was wiped away and there was no patient injury reported.

Manufacturer narrative:
Cryogen is applied to the treatment site during vascular treatment to precool the skin. The cryogen begins to vaporize from the surface of the skin shortly after contact. The laser fires onto the surface of the skin after a delay time. The spark/ignition events occur when residual cryogen vapors remaining on the skin surface interact with the high-energy 1064 nm laser fluence. Longer pre-cooling and delay times increase the likelihood of uneven vapor accumulation, thereby elevating the risk of ignition. This can be observed as a spark and can result in topical burn.

Event description:
This is a follow up report to medwatch 3021199089 - 2025 - 0022 due to device investigation completed. It was reported that during leg vessel treatment after approximately 15 pulses, loud pop was heard and black soot was seen on the patient's skin. The soot was wiped away and there was no patient injury reported.